Event description:
The lead was explanted due to infection, organism unknown. Extraction difficulty occurred, the lead was partially explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).